Event description:
It was reported that the atrial side of the device would not sense or pace one day post-implant. The post-implant number had been perfect. Prior to replacement, atrial unipolar mode was tried to see if appropriate behavior would result, but it did not. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.